Event description:
It was reported that auto mode switch was observed due to far-r oversensing. The patient is pacemaker dependent and symptoms of presyncope were reported. Programming changes were recommended. No further information was provided.